Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had stored multiple episodes of non-sustained v oversensing and inappropriately stored an episode of vt/vf that showed noise on the v sense amp channel. The noise appeared to have inhibited pacing for few seconds on the vt/vf episode. The patient did not report any symptoms but is pacemaker dependent. The device was explanted and replaced. No further information available.

Event description:
It was reported that the device had stored multiple episodes of non-sustained v oversensing and inappropriately stored an episode of vt/vf that showed noise on the v sense amp channel. The noise appeared to have inhibited pacing for few seconds on the vt/vf episode. The patient did not report any symptoms but is pacemaker dependent. Testing with isometrics, deep breathing, and pocket manipulation was recommended. The device was explanted and the lead was capped.